Manufacturer narrative:
This report has been submitted on august 20, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with topical antibiotics (date and duration not reported).